Manufacturer narrative:
Section h6, medical device problem code: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported thumping sensation could not be conclusively determined through this evaluation. The account communicated that the patient had thumping sensation in their chest. The submitted system controller event log file contains events from (B)(6) 2024 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The file appeared to capture the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The IFU also explains that once every 2 seconds, the heartmate 3 pump will automatically modify its speed to create an artificial pulse. This document also notes that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having frequent speed drops to the low-speed limit and a thumping sensation in their chest. Log files noted 117 pulsatility index (pi) events. There were no other unusual events recorded in the log file event history.